Event description:
Customer reports one incident of a clotted dialyzer on use 4. Customer reports trouble to open the arterial and venous lines to remove clot. No patient injury or medical intervention reported. No further information available at this time.

Event description:
Treatment was continued with a new dialyzer and bloodlines without incident.